Manufacturer narrative:
G4: 16jul2020 b4: (B)(6) 2020 the original customer complaint indicated that the device would not power on and it was in use when the failure occurred. Later in the investigation, information from an internal hospital work order was provided. It indicated that the internal battery alarm would not shut off, and then the unit shut down completely. Four additional good faith efforts were made to obtain additional information regarding the initial incident, patient/user involvement, and contextual use with no additional information provided by the hospital; therefore the exact nature of the device malfunction and patient/user involvement cannot be determined: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
It was reported that the unit would not power on. The device was in use at the time of the event; however, there was no patient harm. The patient was changed to another ventilator. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit would not function on ac power and would not charge the battery. The customer also reported that there was no ac power indicator on the power switch overlay when the unit was plugged into ac power and no 24 volt power supply. The unit will power on with a fully changed battery. The technician recommended that the customer replace the power supply. The customer replaced the power supply and reported that the unit had a "good 24 volts of direct current (dc)" to the power management printed circuit board assembly. The power switch and battery light emitting diode (led) indicators were amber. The unit still would not power on. The customer attempted to power on the unit with just alternating current (ac) and then with dc but the issue persisted. The remote technician advised the customer to replace the user interface printed circuit board assembly (pcba). The customer swapped out the user interface and the issue still remained. A philips field service engineer (fse) was dispatched to the customer's site to evaluate the unit. The fse confirmed that the unit did not have any power and no mains light was lit. The fse replaced the power management board and the unit powered on when running on ac and battery only. The unit passed all testing.